Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The tandem t:flex pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred during the load process. Subsequently, the pump became unresponsive. The customer plugged the pump in to charge and it turned on. Tandem technical support (cts) verified the malfunction alarms in the pump history but also verified that the customer had received a cartridge alarm (cartridge alarm 19). The customer did not recall receiving the cartridge alarm and cts was unable to troubleshoot as the alarms had been cleared prior to reporting the issue. The customer's blood glucose level was 195 mg/dl. The customer administered an injection via syringe. Reportedly, the customer would use manual injections as alternate insulin therapy.